Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient underwent surgery for a non cardiac related issue. During the procedure, the device was turned off. After the procedure, the device was not turned back on thus an alert was triggered due to the device being set to a value other than monitor+therapy. A follow up was scheduled immediately and the device was turned back on again. No adverse patient effects were reported, and the device remains implanted.